Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been experiencing elevated pacing impedance measurements on the right ventricular (rv) channel. A red alert was generated due to an out of range measurement greater than 2000 ohms. Additionally, elevated threshold measurements were noted. The patient was brought into the clinic for evaluation and the issue was not able to be reproduced. The patient is asymptomatic and the physician will continue to monitor the system. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been experiencing elevated pacing impedance measurements on the right ventricular (rv) channel. A red alert was generated due to an out-of-range measurement greater than 2000 ohms. Additionally, elevated threshold measurements were noted. The patient was brought into the clinic for evaluation and the issue was not able to be reproduced. The patient is asymptomatic, and the physician will continue to monitor the system. No adverse patient effects were reported. Additional information received indicated that there was rv loss of capture (loc) as seeing rvp/lvp followed by [rvs] and noted spikes in rv impedance measurements. Technical services (ts) recommended to bring patient in and check thresholds and impedances with varying arm positions. No adverse patient effects were reported.

Event description:
It was reported that this system has been experiencing elevated pacing impedance measurements on the right ventricular (rv) channel. A red alert was generated due to an out-of-range measurement greater than 2000 ohms. Additionally, elevated threshold measurements were noted. The patient was brought into the clinic for evaluation and the issue was not able to be reproduced. The patient is asymptomatic, and the physician will continue to monitor the system. No adverse patient effects were reported. Additional information received indicated that there was rv loss of capture (loc) as seeing rvp/lvp followed by [rvs] and noted spikes in rv impedance measurements. Technical services (ts) recommended to bring patient in and check thresholds and impedances with varying arm positions. No adverse patient effects were reported. Additional information received indicated that the patient was not feeling well. There was loss of capture (loc) noted on both non-boston scientific rv and lv lead. Ts discussed atrial discriminators need to be programmed off. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 patient codes and impact codes. This report contains additional information in section b5 describe event or problem and section h6 device codes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report contains additional information in section b5 describe event or problem and section h6 patient codes and impact codes. This report contains additional information in section b5 describe event or problem and section h6 device codes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been experiencing elevated pacing impedance measurements on the right ventricular (rv) channel. A red alert was generated due to an out-of-range measurement greater than 2000 ohms. Additionally, elevated threshold measurements were noted. The patient was brought into the clinic for evaluation and the issue was not able to be reproduced. The patient is asymptomatic, and the physician will continue to monitor the system. No adverse patient effects were reported. Additional information received indicated that there was rv loss of capture (loc) as seeing rvp/lvp followed by [rvs] and noted spikes in rv impedance measurements. Technical services (ts) recommended to bring patient in and check thresholds and impedances with varying arm positions. No adverse patient effects were reported. Additional information received indicated that the patient was not feeling well. There was loss of capture (loc) noted on both non-boston scientific rv and lv lead. Ts discussed atrial discriminators need to be programmed off. No adverse patient effects were reported.